Manufacturer narrative:
Device has been returned and is pending an investigation to determine the root cause of the reported event.

Event description:
User reported that the level sensor was not triggering correctly. The sensor was working appropriately to prevent the reservoir from emptying but was not slowing the pumps as the reservoir volume lowered. There was no patient harm, but this event is considered reportable.

Manufacturer narrative:
Device has been returned and is pending an investigation to determine the root cause of the reported event.

Event description:
User reported that the level sensor was not triggering correctly. The sensor was working appropriately to prevent the reservoir from emptying, but was not slowing the pumps as the reservoir volume lowered. There was no patient harm, but this event is considered reportable.

Event description:
User reported that the level sensor was not triggering correctly. The sensor was working appropriately to prevent the reservoir from emptying, but was not slowing the pumps as the reservoir volume lowered. There was no patient harm, but this event is considered reportable.

Manufacturer narrative:
Device has been returned and is pending an investigation to determine the root cause of the reported event.

Event description:
User reported that the level sensor was not triggering correctly. The sensor was working appropriately to prevent the reservoir from emptying, but was not slowing the pumps as the reservoir volume lowered. There was no patient harm, but this event is considered reportable.

Manufacturer narrative:
Investigation confirmed the report fault caused by intermittent communication issues with the sensor. The sensor was ultimately scrapped to prevent further use.